Event description:
It was reported that the patient presented at the hospital with symptoms of presyncope. It was noted that the right ventricular lead exhibited high capture threshold which resulted in loss of capture. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.